Event description:
IV connection tubing cracked and leaking when flushed. T connecter changed. Manufacturer response for IV extension set, (brand not provided) (per site reporter) e-mailed to baxter rep.